Manufacturer narrative:
G4: 25mar2020. B4: 26mar2020. The central processing unit (cpu) assembly was returned for failure analysis. A visual inspection revealed no anomalies. During testing, the reported issue was confirmed. The failure was due to a failure of the buzzer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/20/2020.

Event description:
It was reported that the unit declared a backup alarm failure. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device logs. The fse replaced the central processing unit (cpu) board and the issue was resolved.